Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient failed to charge the ipg as recommended. In turn, the ipg was deemed inoperable. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
Patient's date of birth was unintendedly listed incorrect in the initial report. It should read (B)(6) instead of (B)(6).

Manufacturer narrative:
Patient's gender is unintendedly listed incorrect in the initial report. It should read male instead of female.

Manufacturer narrative:
Device information was unintendedly excluded in the initial report. This report contains missing information.